Event description:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# x18816n for a suspected false negative on one patient sample that was negative on simplexa, but positive on repeat with the same simplexa assay. Although the false results were reported to the clinician, patient treatment was not impacted no alleged harm occurred.

Manufacturer narrative:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# x18816n for a suspected false negative on one (1) patient sample that resulted not detected on the simplexa assay, but detected upon repeat on the same simplexa assay. Run analysis of the the simplexa results are as follows: run (B)(6) 2023 at 0837: well# 1, sample ID (B)(6): not detected for either covid target. Run (B)(6) 2023 at 1137: well# 7, sample ID (B)(6): s gene (19.9), orf1ab (11.9). The patient sample ID (B)(6) was tested twice on (B)(6) 2023, 3 hours apart. The first run of the patient sample was in well# 1 and resulted not detected of a new dad disc. The other 7 wells on the same run did not have issues with false results. The repeat run of the same sample ID (B)(6) was a very early CT detected on both targets (s gene and orf1ab lower than 20 cts). It is noted that the repeat run was conducted on well# 7 of a previously used disc. Well #8 of that run also contained another sample that was detected also with very early cts. It is not known if the other samples in wells# 1-6 on the previously used disc were also positive, stored flat, or handled in the same manner as the initial run. As of 12/26/23, it is not known what the correct result was supposed to be as follow up questions regarding the patient's clinical status were sent on (B)(6) and (B)(6) but no response had been received from the end user, but no death or serious injury was reported. Batch record review showed the critical component, reaction mix mol4151 lot# x18817n, met all qc release criteria prior to kit release. Mol4151 lot# x18817n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 26.4 (s gene), 26.2 (orf1ab), and the internal control avg CT = 29.6. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2023 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene CT range = 27.8 - 28.2 / orf1ab CT range = 27.4 - 28.2). No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. The customer's device and suspected false negative sample was not provided for investigation. It is not confirmed to be an assay reagent issue at this time. As stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness." This is the 1st complaint for false negative on mol4150 lot x18816n.